Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained rv oversensing for a suspected post-sensed t-wave oversensing was noted. Review of egm's appeared as a possible myopotential oversensing. After isometrics, deep breathing and reprogramming were performed, myopotentials were reproducible. A drop in sensing was also observed. Further lead evaluation will be made and possible lead replacement.